Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. Three days after the event onset, the patient was treated with vancomycin (1500gm, intraperitoneal, discontinued 20 days after start) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis and was planning to be temporarily transferred to hemodialysis. It was reported the patient was retrained on aseptic technique. No additional information was available at the time of this report.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.